Event description:
At the end of a surgery procedure for endometriosis, it was discovered that the base of endocut scissors was broken and a piece of plastic was missing. Scissors were noted to be intact before procedure. Attempt was made to locate the missing piece with no success.